Manufacturer narrative:
A ge healthcare service representative confirmed the reported complaint. The casters were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported 3 of the unit's wheels were unsteady. There was no report of patient involvement.